Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient complained of 'not feeling well' for about four days. The device exhibited early recommended replacement time (rrt), and was explanted and replaced. No further patient complications have been reported as a result of this event.